Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 9pm. The patient manages his diabetes with injections (type not specified). It is not known if the patient made changes to his usual management routine. The patient did not specify developing symptoms; however, about 1130pm that same evening, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿40 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous (IV) glucose as treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly obtained a blood glucose result with an ER/ hospital meter suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.